Event description:
A laminated tag from a max-n remanufactured sensor was removed by a child. The child placed the tag in his mouth and "almost choked" on the tag. The tag was quickly removed and there was no patient harm.